Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had excessive no delivery alarms on the insulin pump. Customer stated they have changed out the infusion set five times, but the alarms persisted. It was also found the customer was calling back after troubleshooting for the alarm. The customer stated the insulin pump passed a high pressure test, displacement test and prime in the past. The customer's blood glucose was 400 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, a cracked case near the display window corners, a missing end cap sticker, and minor scratches on the display window.